Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the user experienced nocturnal hypoglycemia after going to sleep with a blood glucose around 180 mg/dl, awakening to about 70 mg/dl with a rapid descent to 50 mg/dl, during which the pump delivered frequent alerts and the user treated with oral glucose over approximately 90 minutes; earlier the user made a larger-than-usual dinner announcement, did not announce a midday salad, and later ate unannounced pound cake, which the user believed contributed to a subsequent evening hyperglycemia and the overnight low, and a report was pulled with additional training provided. Symptoms included hypoglycemia requiring treatment with oral glucose. Outcomes included recovery to about 130 mg/dl with normal morning activities and no hospitalization. Investigation included review of device alerts and usage data and user retraining. Investigation of this case revealed user-related dosing variability due to unannounced carbohydrate intake and announcement errors, with no device malfunction identified. It was concluded, based on previously established findings for similar reports, that the cause was unclear and likely related to use error. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.